Manufacturer narrative:
H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused and blood backed up into the manifold during patient infusion. The device was used for continuous infusion of normal saline at 20ml/hour, dobutamine at approximately 2.5ml/hour and milrinone at 2.5ml/hour respectively, a total of 25ml/hour. The patient had a pulmonary catheter with a 4-port manifold attached to a ¿vip¿ line. It was noted that the blood backed up into the vip line. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown; therefore, the UDI number only will contain the device identifier ((B)(4)). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.